Event description:
In april 2001, the pt reportedly had an onset of "objective tinnitus" and experienced a decrease in performance when using the sound processor. The pt's performance after april 2001 has remained constant. Programming adjustments have been made and the pt continued to be monitored by the center. In november 2001, testing performed confirmed that the device was functioning. The decision was made by the center cochlear implant team to explant the device. Explant surgery has been scheduled.